Manufacturer narrative:
Based on the claim against the medium-large clip applier, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a bent grip. The tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not applying clips properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issues noted. The issue occurred when the surgeon attempted to clamp on a vessel. There was no harm to the patient. There was no unintuitive motion. There are no photos or videos of this event available for isi review.